Event description:
It was reported that post implant a gastric band procedure, the band slipped. The band was removed and replaced. There were no adverse consequences for the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
There were no issues during implantation. The slip was detected by consultation & xray. There were no other procedures. The patient had 2 fills.

Manufacturer narrative:
(B)(6).